Manufacturer narrative:
(B)(4). If applicable, will product be returned, return date, tracking information¿the product will be returned. We will enter the return date and tracking information when available. Additional information was requested and the following was received: what is the patient current status?...no problem. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an abdominal incisional hernia repair on (B)(6) 2016 and suture was used. When the surgeon tried to insert the needle into the tissue for dermostitch, the needle broke at the swage part. The broken piece was buried in the tissue. Therefore, the tissue was incised and the broken piece was removed. Then, the surgical incision was closed without problems. Additional information was requested.

Manufacturer narrative:
The surface near the fracture contains a significant amount of plastic deformation in the direction opposite of the natural curvature of the needle, indicating that the needle was deformed during use and prior to breaking. The observed mixed mode fracture and deformation near the fracture surface do not provide sufficient evidence to conclude that the needle breakage was caused due to a manufacturing defect. These observations are more consistent with a needle breakage that was potentially caused by deformation of the needle during use.